Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 43 mg/dl. Customer did not wish to troubleshoot for low blood glucose. Customer receive change sensor alert. Customer was able to run test on transmitter. Assisted in performing test on transmitter and test passed. The insulin pump will not be returned for analysis. The insulin pump will not be return for analysis.